Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered an inappropriate shock due to oversensing of noise and a decrease in amplitude measurements in the primary vector. The physician suspected the root cause of the reported clinical observations was due to tension between the header of the s-ICD and the electrode. The s-ICD system was reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported.